Event description:
At 3:05 on (B)(6) 2015, when the nurse regularly visited the pts, there was no redness and swelling at the puncture site of the left external jugular vein PICC and the fluid injection was smooth. At 3:15 the nurse visited the ward again and found there was fluid outflow from the pt and the PICC catheter was broken outside the zero mark. The nurse in charge removed the catheter residue and found the removed catheter from the body was intact. The application is of more than 4 years, unsure about the number of the application, maintenance frequency and the use condition of drugs. The pt is in good condition with no other interventions post operation. Mildly irritable. No interventions were taken.

Manufacturer narrative:
The complaint of a broken catheter was confirmed and the cause appeared to be use related. The product returned for eval was one 4fr s/l per-q-cath silicone catheter. The sample terminated at the 1 cm depth marking. Usage residue was observed on the suture wings. An attempt to infuse water through the sample using a 12 ml syringe revealed that the sample was patent to infusion and aspiration with no observed leaks. Tactile inspection of the sample revealed severe tensile weakness between the molded joint and the distal tip of the catheter. Microscopic inspection of the distal end of the sample revealed a slightly elliptical cross-section with regular, sharply defined break edges. The edges exhibited a dully granular texture. A partial tear in the catheter tubing was observed immediately proximal to the 0 cm depth marking. The partial tear exhibited sharply defined edges with a granular texture. The characteristics of the sample were consistent with damage caused by a tensile event between the suture wing and the missing distal segment of the catheter. Both the presence of usage residues and the event description indicated that the catheter was in use when the tensile event and subsequent catheter breakage occurred. A lot history review (lhr) of rexk0180 showed no other similar product complaint from these lot numbers.